Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during coronary artery bypass graft (CABG) the physician cut through the right atrial (ra) lead and resulted in lead fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.